Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The lesion was located in the right coronary artery. Two promus element stents (2.25x24mm and 2.25x28mm) were successfully implanted. During final imaging, longitudinal stent deformation was noted on the 2.25x24mm stent. A non bsc stent was then implanted overlapping to cover the damaged area. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history , historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filled. (B)(4)